Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The husband stated that his wife had to go to the hospital twice due to low blood glucose readings. The husband stated that he felt like the pump was not calibrated right. The husband stated that his wife almost died 3 times in the past 24 hours. The customer was advised to call back in order to troubleshoot for high blood glucose readings.